Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date involving a chemolock¿ bag spike with additive port. It was reported that the spike came out of the bag and the dose (IV cellcept) spilled all over the floor and the nurse¿s feet. The parts were not saved as they were covered in cellcept. The patient involvement is unknown and harm is unknown.

Manufacturer narrative:
The event was determined not to meet the manufacturer¿s reportability criteria because the complaint of leak and disconnection did not occur during patient use.

Event description:
There was no patient involvement and no patient harm.